Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17236496m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). (B)(6). The device was not returned to bwi.

Event description:
This event is part of (B)(4) study. It was reported that one (B)(6) female patient underwent pulmonary vein isolation (pvi) procedure with smarttouch ablation catheter. It was noted that the patient bled which required blood transfusion one day after pvi. The patient required extended hospitalization. The patient had a medical history of symptomatic atrial fibrillation. The principal investigator assessed this event as definitely procedure related. This adverse event is originally reported under carto mapping system. As carto mapping system can&#38176;be the causative device for bleeding event, multiple attempts have been sent to affiliates to request sheath/catheters which may be the causative devices that have been used in the procedure. Response was received on (B)(6), 2015 from affiliates indicating that smarttouch catheter with catalog# d132705, lot# 17236496m was used in the procedure. Therefore the awareness date of this event is (B)(6), 2015.

Manufacturer narrative:
Additional information was received on april 23, 2017. The patient required unspecified medication. The issue resolved without sequelae. There was permanent impairment. (B)(4).